Manufacturer narrative:
Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Method code 2: imaging evaluation. Results code 2: 213: the imaging evaluation stated the following: intraoperative angio's dated on (B)(6) 2019. Angiographic run illustrates what appears to be occlusive disease of the previous implanted device. Post thrombectomy angiographic run illustrates resolution to the occlusive disease. Post thrombectomy angiographic run illustrates distal runoff. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion of device or native vessel, bowel ischemia and death.

Event description:
The following was reported to gore: on (B)(6) 2016, a patient underwent treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The final imaging identified a type ii endoleak, but no treatment was performed. The physician decided to monitor it. On (B)(6) 2019, the patient complained pain in the limbs and paresthesias. A computed tomography imaging series identified occlusion from the infrarenal level, including renal artery, to bilateral limbs of the endoprostheses. The patient experienced stomachache, vomiting, and cyanosis. A thrombectomy was performed to treat the occlusion, which led to improvement of blood flow including the renal artery. The patient started dialysis, because the blood levels of potassium were not able to be controlled. On (B)(6) 2019, the patient expired. The physician suggested that the patient expired due to acute aortic occlusion. It was reported it is possible that the patient developed bowel ischemia, but the patient was in no condition to undergo exploratory laparotomy and/or enterectomy. The images were provided from the hospital.